Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (restenosis). (B)(4).

Event description:
During index procedure the physician used three in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa <(>&<)> popliteal of the left leg. Approximately 3.5 months post index procedure, the target vessel had 100% stenosis which was treated with non-mdt pta balloons and non-mdt stents.

Manufacturer narrative:
Cec indicated that the previously reported restenosis was related to the device and not related to the procedure or drug.

Event description:
The investigator has assessed the previously reported tvr as possibly related to the device, probably related to the procedure, and not related to paclitaxel. Outcome is resolved (recovered).